Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had temperatures of 89 and 101 degrees, unstable blood pressure, "unlevel" eyes, and other issues. The patient was in ICU when the event was reported. The issues began when the patient had a catheter implanted at c1. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.